Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures including a mesh removal surgery on (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr (B)(6).

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.